Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was scratched and he cannot see the screen that well. Customer also reported that insulin pump alarmed for no delivery for multiple times and experienced high blood glucose of 300mg/dl which was treated with insulin pump. Customer¿s blood glucose was 281mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Inserted a water test reservoir, unit was programmed with a basal rate and monitored 3 days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address or serial number label and stained end cap sticker.